Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Bg and cgm values were not provided. Reportedly the customer was hospitalized for diabetic ketoacidosis and declined to provided further information regarding the issue. Hospital discharge date was not provided.